Event description:
It was reported via repair work order that the bed lift was drifting due to malfunction lift motor drive tube. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.